Event description:
It was reported that the pt's audiologist stated that the pt's initial activation in 2007 was unremarkable, then during one of the pt's follow-up visits in the following month, a short circuit appeared on channels 1 and 2. Both electrodes were turned off at the time. The s/c did not appear again until a check in 2008. The pt came to the clinic on the following month, because she reported 'hearing lots of water and roaring sounds' when shaking her head. She also noted having a headache the last couple of days. Further short circuits were revealed on channels 4, 6, 8 and 9. These channels were also turned off and the remaining six channels were programmed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.